Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. The patient was hospitalized for the peritonitis and for pd catheter removal. On an unreported date, the patient began treatment for the peritonitis with unspecified antibiotics (doses, frequencies, routes and durations were not reported). At the time of this report, the patient was not recovered from the peritonitis. On the same day as being admitted to the hospital, physioneal and extraneal therapies were discontinued. At the time of this report, the patient was on hemodialysis. At an unspecified later date, the patient would be scheduled to undergo pd catheter re-insertion. No additional information is available.